Event description:
It was reported that an atrial arrhythmia burden alert was received in the remote home monitoring for this pacemaker due to an atrial arrhythmia. Review of a stored rhythmiq episode showed intermittent atrial undersensing. Further review was recommended. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.